Event description:
It was stated by dr. That he attempted to start an arterial line. He encountered resistance while withdrawing the guidewire and about six inches of the guidewire uncoiled. The catheter sheared off into the artery. Site required exploratory surgical cutdown to retreive catheter from artery.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.